Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 2. E1: patient city: (B)(6). Patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing got detached at the quick release on 13-may-2024 due to skin irritation . The site location was abdomen and the pump was located in the right pocket while the site is on the left side of abdomen . The infusion had been used for 1 day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.